Event description:
It was reported that a pt underwent a gynecological procedure in early 2009. During the procedure, the disposable hand piece was difficult to insert into the motor drive unit. The procedure was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
Damage to drive connector or coupling - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.